Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas displayed a full charge while on the charger but powered off immediately when removed, and a forced restart did not resolve the issue, indicating a battery power or power-management malfunction of the pump hardware. Symptoms included no clinical symptoms. Outcomes included no impact to health and no medical intervention. Investigation included technical support troubleshooting and education, including attempts to update firmware and a forced restart. Investigation of this case revealed a persistent inability of the device to operate on battery power, consistent with a device power/battery depletion problem involving the pump¿s power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the power system.